Manufacturer narrative:
During a service visit, a medivators field service engineer reported a facility had replaced the filters in their advantage plus automated endoscope reprocessor and did not perform a waterline disinfection cycle immediately after the filters were replaced. Endoscopes were reprocessed in the aer between the time the filters were replaced ((B)(6) 2018) and when the waterline disinfection cycle was performed ((B)(6) 2018). There is a potential contamination risk from not performing the waterline disinfection after the filters were replaced which then could be introduced to the endoscopes used in patient procedures. Medivators fse informed the department manager that the waterline disinfection cycle was not performed and reiterated the importance of completing a waterline disinfection cycle every time a filter is replaced per the aer user manual. It was reported that a few cycles had run since the filters were replaced. Medivators ra made several attempts to contact the facility for additional information regarding this report but was unsuccessful in getting a hold of the facility personnel. There have been no reports of patient harm. This complaint will continue being monitored in medivators complaint handling system.

Event description:
Medivators field service engineer reported a facility had replaced the filters in their advantage plus automated endoscope reprocessor and did not perform a waterline disinfection cycle immediately after the filters were replaced. Endoscopes were reprocessed in the aer between the time the filters were replaced ((B)(6) 2018) and when the waterline disinfection cycle was performed ((B)(6) 2018). There is a potential contamination risk from not performing the waterline disinfection after the filters were replaced which then could be introduced to the endoscopes used in patient procedures.